Manufacturer narrative:
The autopulse platform sn (B)(6) in the complaint will not be returned to zoll for evaluation because the last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for autopulse 1.1. Many vital components in autopulse 1.1 are no longer available, further restricting our serviceability. Therefore, no service can be performed for this device. B3, the date of event is unknown.

Event description:
During shift check, the autopulse platform sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message. Per the reporter, the device was not in use for a long time. No patient involvement.